Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's device had not been working for a long time and that they needed to potentially take it out. Patient stated they did not even feel it and usually felt it every now and then and that it popped on by itself and they would feel it. Patient stated when they put the machine up to it, it is doing what the first implant did so that's why they had to replace the first implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.